Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged that the pump emitted a cs 069 alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 03/22/2017-product analysis: the device was returned and evaluated by product analysis on 02/28/2016 with the following findings: review of the pump¿s black box revealed related alarms. The pump powered on with a call service 069 alarm. Evaluation revealed a discrete component failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.